Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, when the surgeon fired the device, only staples came out, but the blade did not come out. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
The customer reported a blank display that was not resolved by troubleshooting. The reported blood glucose reading was 300 mg/dl. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.